Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device control unit was not functioning and was defective. It was noted that the electronic control unit (ecu) was damaged, not working, and many parts were rusted. It was also noted that the device failed pre-repair diagnostic tests for general condition, trigger test, functional test, trigger and ecu function, function test for forward/reverse, and mode switch test. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery reamer/drill handpiece device was making different sounds and heating up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information have been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.